Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient indicated there was a "thumping in chest." The right ventricular(rv) lead had a polarity switch. Also noted was a history of noise and high outputs. Addionally, the atrial lead had elevated thresholds. The leads were reprogrammed and remain in use. No patient complications were reported as a result of this event.